Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, after sensor deployment the cannula had detached inside of the applicator barrel. No additional event or patient information is available.